Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting t-wave oversensing (twos) during premature ventricular contractions (pvc) and post pace. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.